Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose and blurry vision. Customer taking glucose tabs, but causing her to be nauseous. Paramedics called to residence, but customer was not treated. It was unknown what caused customer to have low blood glucose and declined further assistance. Customer stated she suspended the insulin pump and getting treated with glucose tabs. Customer stated she checked her blood glucose level 96mg/dl, and when paramedics arrived blood glucose level was 147mg/dl. The blood glucose reading was 25mg/dl. Nothing further reported.